Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), mood swings ("mood swings") and back pain ("back pain"). The patient was treated with surgery on (B)(6) 2017, plaintiff underwent vaginal hysterectomy with conservation of ovaries). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, mood swings and back pain outcome was unknown. The reporter considered back pain, dyspareunia, genital haemorrhage, mood swings and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: full occlusion of both tubes. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device: uterus"), pelvic pain ("chronic pelvic pain / pain / pelvic cramping"), endometritis ("endometritis") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colposcopy on (B)(6) 2015 and loop electrosurgical excision procedure on (B)(6) 2016. Previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal and anxiety. Concomitant products included fluoxetine since (B)(6) 2015 and venlafaxine. On (B)(6) 2014, the patient had essure inserted. In may 2015, the patient experienced the first episode of dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and the second episode of dyspareunia ("dyspareunia"). On (B)(6) 2015, 7 months 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In january 2017, the patient experienced cervical dysplasia ("cervical dysplasia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), back pain ("back pain"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("severe depression"), anxiety ("anxiety"), emotional disorder ("mental emotions"), suicidal ideation ("suicidal thoughts"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and bone pain ("bone pain"). The patient was treated with surgery (plaintiff underwent vaginal hysterectomy with conservation of ovaries/partial hysterectomy) and surgery (plaintiff underwent vaginal hysterectomy with conservation of ovaries/partial hysterectomy). Essure was removed in january 2017. At the time of the report, the device expulsion, pelvic pain, endometritis, genital haemorrhage, mood swings, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, the last episode of dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, depression, anxiety, emotional disorder, suicidal ideation, vaginal discharge, weight increased, cervical dysplasia and bone pain outcome was unknown. The reporter considered anxiety, back pain, bone pain, cervical dysplasia, depression, device expulsion, emotional disorder, endometritis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, suicidal ideation, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: bilateral tubal ostiums were seen. First the right tubal ostium is applied with the essure device and (1) ring is seen after the application. After this, the left tubal ostium is then applied with the essure device and (1) ring is seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on 24-mar-2015: full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal discharge, pelvic pain. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs + mr received, reporter added, patient information updated,event added as :- abnormal bleeding (vaginal, menorrhagia), apareunia, dental problems, dyspareunia, fatigue, hormonal changes, hysterectomy (partial), malposition of essure device: uterus, migraines/headaches, nausea, pain, psychological or psychiatric problems: severe depression, anxiety, mental emotions, suicidal thoughts, vaginal discharge, weight gain, other: cervical dysplasia, started taking medications for mood, bone pain incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device: uterus/migration of essure device location of device: endometrial cavity myometrium"), pelvic pain ("chronic pelvic pain / pain / pelvic cramping"), endometritis ("endometritis") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy on (B)(6) 2015 and loop electrosurgical excision procedure on (B)(6) 2016. Previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal and anxiety. Concomitant products included fluoxetine hydrochloride (prozac) since 2015, fluoxetine since on (B)(6) 2015 and venlafaxine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 months 6 days after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient experienced cervical dysplasia ("cervical dysplasia"). On (B)(6) 2017, the patient experienced mood swings ("mood swings"). On (B)(6) 2017, the patient experienced bipolar disorder ("bipolar disorder"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), fatigue ("fatigue"), hot flush ("hormonal changes-hot flush"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("severe depression"), anxiety ("anxiety"), emotional disorder ("mental emotions"), suicidal ideation ("suicidal thoughts"), vaginal discharge ("vaginal discharge"), bone pain ("bone pain"), abdominal distension ("bloating") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with doxycycline, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), ethinylestradiol;norgestimate (ortho cyclen), ibuprofen and surgery (plaintiff underwent vaginal hysterectomy with conservation of ovaries/partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, endometritis, mood swings, back pain, vaginal haemorrhage, menorrhagia, hot flush, headache, nausea, depression, anxiety, emotional disorder, suicidal ideation, cervical dysplasia, bone pain, abdominal distension, ovarian cyst and bipolar disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, tooth disorder, dyspareunia, fatigue, migraine, vaginal discharge, weight increased and gastrointestinal disorder had resolved. The reporter considered abdominal distension, anxiety, back pain, bipolar disorder, bone pain, cervical dysplasia, depression, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, endometritis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, suicidal ideation, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: bilateral tubal ostiums were seen. First the right tubal ostium is applied with the essure device and (1) ring is seen after the application. After this, the left tubal ostium is then applied with the essure device and (1) ring is seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: full occlusion of both tubes. The device was positioned correctly and the procedure was successful. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal discharge, pelvic pain. Most recent follow-up information incorporated above includes: on 10-apr-2019: pfs received- pt of hormone level abnormal updated hot flashes. Treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device: uterus"), pelvic pain ("chronic pelvic pain / pain / pelvic cramping"), endometritis ("endometritis") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colposcopy on (B)(6) 2015 and loop electrosurgical excision procedure on (B)(6) 2016. Previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal and anxiety. Concomitant products included fluoxetine hydrochloride (prozac) since 2015, fluoxetine since (B)(6) 2015 and venlafaxine. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal disorder"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 7 months 5 days after insertion of essure. In (B)(6) 2017, the patient experienced cervical dysplasia ("cervical dysplasia"). In (B)(6) 2017, the patient experienced bipolar disorder ("bipolar disorder"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), back pain ("back pain"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), depression ("severe depression"), anxiety ("anxiety"), emotional disorder ("mental emotions"), suicidal ideation ("suicidal thoughts"), vaginal discharge ("vaginal discharge"), bone pain ("bone pain"), abdominal distension ("bloating") and ovarian cyst ("ovarian cyst") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (plaintiff underwent vaginal hysterectomy with conservation of ovaries/partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, endometritis, mood swings, back pain, vaginal haemorrhage, menorrhagia, hormone level abnormal, headache, nausea, depression, anxiety, emotional disorder, suicidal ideation, cervical dysplasia, bone pain, abdominal distension, ovarian cyst and bipolar disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, female sexual dysfunction, tooth disorder, dyspareunia, fatigue, migraine, vaginal discharge, weight increased and gastrointestinal disorder had resolved. The reporter considered abdominal distension, anxiety, back pain, bipolar disorder, bone pain, cervical dysplasia, depression, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, endometritis, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, suicidal ideation, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: bilateral tubal ostiums were seen. First the right tubal ostium is applied with the essure device and (1) ring is seen after the application. After this, the left tubal ostium is then applied with the essure device and (1) ring is seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal discharge, pelvic pain most recent follow-up information incorporated above includes: on 20-dec-2018: plaintiff fact sheet received: events (dysmenorrhea (cramping), bloating, ovarian cyst and bipolar disorder) and events outcome were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.